Event description:
It was reported that noise was observed on the ventricular channel. The noise was oversensed and the device delivered inappropriate therapy. A crosstalk was observed on the egms. Possible lead insulation break or fracture was suspected. The sense pace portion of the lead was capped in 2009.

Manufacturer narrative:
Na